Event description:
The patient came into the operation room for a carotid stent with distal protection, an emboli progressed into the m2 area and we used an 026 penumbra microcatheter and the separator to retrieve the emboli. The separator broke off inside the microcatheter but was successfully retrieved.